Manufacturer narrative:
.

Event description:
On (B)(6) 2014, it was reported that the physician¿s handheld was returning an ¿error¿, but no further information was received. It was noted that the tablet was ¿not working properly¿. The programming system was returned for product analysis. Product analysis on the programing wand revealed it performed according to functional specifications. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.